Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a low blood glucose (bg) alarm. Due to being in an altered state of sleepiness and low bg levels, the customer inadvertently delivered a bolus instead of turning off the alarm. The customer was unresponsive. The customer's spouse put syrup on the customer's gums or gave her something to drink; the customer could not recall. The customer reverted to using a non-tandem pump to manage diabetes. Tandem technical support educated the customer on the pump's feature lock which when in use would prevent the bolus from being delivered. The cause of the initial low bg was not reported.